Manufacturer narrative:
On july 18, 2023, mentor received additional information regarding the device date of explantation. It was reported that the device was to be explanted on (B)(6) 2023. Section d6b. And section h6 has been updated to reflect this additional information. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 28, 2023, mentor received additional information regarding the patient's diagnosis. It was reported that the patient had breast pain and was unhappy with her current saline breast prosthesis; she was unacceptable on the appearance of her breast. It was also reported that she had a left capsulectomy for capsular contracture in (B)(6) 2022. The event date of december 01, 2022 has been addended as best estimate. On august 09, 2023, the mentor failure analysis lab has received the device for evaluation. On august 18, 2023, the evaluation for the device was completed. Device explantation summary: during visual evaluation no apparent damage or visual anomalies were observed on the sm mpp gel 275cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. It was noted that, based on the date of implantation provided and the expiration date of the reported lot number, the device was implanted after the expiration date. According to the product insert data sheet, sterility cannot be guaranteed if the product is used after the ¿use by date¿ shown on the box label. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 39-year-old hispanic female patient underwent a primary breast augmentation with a 275cc mentor memorygel breast implant and experienced capsular contracture (baker grade 3) on the left side post-operatively, which was diagnosed during a physical exam. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Mentor is aware of the discrepancy between the date of implant and expiration date. Mentor has followed up to clarify but has received no additional information. For this reason, the medical device problem code of "use of device problem (a23) has been added. If additional information is received clarifying the dates discrepancy, a supplemental report will be sent.